Manufacturer narrative:
The probable root cause is attributed to the hospital floor not being level. This issue can be resolved by ensuring the system is used in a levelled environment.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was noted as coming from the hospital floor (which was not levelled) when the customer was using the grab and move. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that after a da vinci-assisted procedure, the customer had issues with the brake on setup joint 4 (suj4) horizontal not working. The customer stated that it happened sporadically. The technical support engineer (tse) viewed the system event logs but did not see anything relevant. No known impact or patient consequence was reported.